Manufacturer narrative:
E1: phone number extension "(B)(6)". H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, functional testing found that the downstream occlusion (dso) sensor was defective. This indicated a reportable malfunction based on the dso sensor. The dso sensor was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period. The pump passed all testing following repair.

Event description:
One device was returned for repair with allegation that the battery compartment is damaged. Per reporter, the issue was discovered during a preventative maintenance inspection. There was no patient involvement. Evaluation of the returned device identified a defective downstream occlusion sensor.